Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during use and fell out of the barrel onto the floor. The following information was provided by the initial reporter: "consumer reported she found one syringe where the plunger is not moving properly. Stated the plunger fell actually right out of the syringe barrel and onto the floor."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe I n an open poly bag from lot # plunger on syringe will not move properly and fell out of the syringe barrel onto the floor. Customer states that the plunger on syringe will not move properly and fell out of the syringe barrel onto the floor. The returned syringe was examined and exhibited a missing stopper, which could cause the plunger to fall out of the barrel. A review of the device history record was completed for batch# 9077934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Stopper missing: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Root cause: l2l dispatch #62399 was created for high scrap for missing stoppers. The motor starter for the vacuum had tripped. Corrective action: the motor tripped window had to be reset.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9077934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and plunger rod separates on lot # 9077934. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger rod difficult to move and plunger rod separates) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during use and fell out of the barrel onto the floor. The following information was provided by the initial reporter: "consumer reported she found one syringe where the plunger is not moving properly. Stated the plunger fell actually right out of the syringe barrel and onto the floor."